Manufacturer narrative:
(B)(4): a complaint sample was received for evaluation. The visual evaluation in the (B)(4) facility confirmed the reported failure mode. The complaint sample was shipped to the stainless steel tube vendor (k tube) used by the (B)(4) facility for analysis. Reference attached qa evaluation report for the comments provided from the k tube analysis. The k tube analysis determined over 180° of rotation was applied to the cannula prior to breaking of the tube. The investigation was not able to identify the root cause of the rotational force but noted that the most likely source would be applied by the end user during use. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A definitive root cause was not identified from any source of the manufacturing process in the (B)(4) facility. Based on the sample evaluation results, the most probable contributor was identified as over-rotation by the end user during use. The investigation was not able to confirm this contributor as the root cause. Please see the attached instructions for use for the avamax plus universal procedure tray.

Event description:
User facility medwatch report received on (B)(6) 2015 stated "during fluoroscopic guided spine vertebroplasty, an avamax plus 11g inner cannula broke off inside needle within the patient. The radiologist had to inject a second needle without the cannula. The cannula fragment stayed with the needle and was removed from the patient. No patient harm occured. What was the original intended procedure?  Injection of cement. Device usage problem: device failed ( e.g. Broke, couldn't get it to work or stopped working." Additional information received (B)(6) 2015: no patient injury, the procedure was completed as planned.  The retained object was removed from the patient.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.